Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keeps on shutdown and screen went black. Customer tried to reboot the system, but issue remains the same. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hardware had failed. A field service engineer (fse) identified uninterruptible power supply (ups) backup power interference as the cause of the power failure. The device was plugged directly into the wall, power remained stable after monitoring, and system testing confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.